Manufacturer narrative:
The reported lot number oml7051501, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.

Event description:
It was reported that a obtryx transobturator mid-urethral sling system device was implanted. According to the complainant, post procedure, the patient experienced pain due to an eroded mesh, additional medical treatment and procedures were done. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.